Manufacturer narrative:
Vp of medical affairs sent three emails to the patient to gather additional information but did not get any response. Vp of medical affairs cannot determine if there was any relationship between patient symptoms and the surgery. This report is being submitted in an abundance of caution.

Event description:
Acclarent was made aware of this event on (B)(6) 2013 when an e-mail was sent to the company website. In the e-mail, the patient stated that he had sinuplasty surgery almost a month ago and he had pain in the right eye along headaches. There was no other additional information provided by the patient.